Manufacturer narrative:
Continued e1: address: (B)(6). Clarification to h6: health effect - clinical code e2402 represents the reported "synovial metaplasia". Article citation: ivanenko, o., sforza, l., lobo, a. Et al. Synovial metaplasia in capsules of macrotextured and smooth breast implants: a comparative study. Journal of plastic, reconstructive, and aesthetic surgery. 31/may/2026, vol. 119; 139-147. The events of synovial metaplasia and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: synovial metaplasia; capsular contracture, baker grades iii/IV; rupture.

Event description:
Literature review titled "synovial metaplasia in capsules of macrotextured and smooth breast implants: a comparative study" reported "synovial metaplasia, capsular contracture, baker grade iii/IV and rupture". Affected sides are unknown. Devices were explanted. This study included 151 patients with allergan devices.